Event description:
It was reported that the pump displayed the message air in line. No patient injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the returned pump found the tamper seals intact and no physical damage. A review of the pump event history log found evidence of the reported problem in the history cannot start pump air in line. Functional testing was performed using the air detector test and was able to duplicate the reported problem. The pump displayed the alarm message cannot start pump air in line. The root cause of the reported problem was due to an inoperable air detector sensor. To resolve the problem the air detector sensor was replaced. Operator of device is unknown. No additional information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).